Manufacturer narrative:
Power loss alarms and power system error confirms in the long trace. Detailed trace analysis confirmed the pump alarmed error 25. Power loss after power system error. The power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Device received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a power system error alarm. Customer's blood glucose was unknown. After troubleshooting, customer agreed to return the device for analysis.